Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with a reported blood glucose level of 20 mg/dl resulting in hospitalization. The user was treated with IV dextrose and IV fluids and remained hospitalized from (B)(6) 2026. The user recovered and discontinued ilet therapy.

Manufacturer narrative:
Initial.